Manufacturer narrative:
(B)(4). Additional concomitant medical products: modular femoral stem press-fit plasma sprayed cementless size 9, pn 00771300900, ln 62282081. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-05631. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right hip revision due to pain, discomfort, corrosion and metalosis. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2019-00076.

Event description:
No further event information available at the time of this report.